Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a reconstructive mammaplasty on (B)(6) 2013 and suture was used. During the procedure, the suture was difficult to pull out of the tissue after making two passages. The surgeon took a close look on the suture and found that the suture was broken. The procedure was completed with no adverse patient consequences.